Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# (B)(6), serial# (B)(6). Product type accessory product ID 97745, serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they couldn't get their controller to charge. Patient said they had been trying to charge for about 6 months and the controller wouldn't do anything. Patient service specialist walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller did not power on. Patient re inserted the battery and controller remained dead. The issue was not resolved. An email was sent to the repair department to replace the controller and li bp. Patient mentioned they were in a wheelchair.